Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no blank display noted. However the insulin pump alarmed failed battery test during battery insertion due to corroded battery tube. The insulin pump had a scratched display window, cracked battery tube threads and a broken belt clip slot. The pump was received without original belt clip. Analysis was unable to verify damage to belt clip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 274 mg/dl at the time of the call. The customer stated that display came back, but went off shortly after. The customer stated that the display did not return after inserting a new battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.